Event description:
Implant fracture.

Manufacturer narrative:
Implant region 12 fractured. Construction was an implant retained removable prosthesis. Bone loss following implant instability caused by patient related periimplantitis is documented. Fracture was caused by mechanical overloading after 13 years in situ.

Event description:
Implant fracture.